Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: malfunction of b. Braun pumps running norepinephrine and epinephrine. After patient had coded in the or several times, we were transferring patient to bed in order to transport to ICU. Air in line alarm sounded for both epi and norepi infusions. Patient too unstable to disconnect line. Pulled air out of both lines with syringes and resumed infusions. Both infusions kept alarming air in line despite having corrected the problem. There was no way to continue the infusions. Bloused patient instead with vasopressors. Eventually got the epi drip to work but the norepi drip never worked and had to wait for another pump and line setup to arrive, meanwhile blousing patient. Patient arrested multiple times upon arrival to ICU during pump malfunction, but patient was doing so prior to malfunctioning pumps. Death of patient occurred, not due to malfunctioning pumps but made the situation a lot more difficult.